Event description:
On 11/30/1998. The international distributor informed the manufacturer (MFR.) Via a faxed report of the following: the dacron cuff was not sufficiently glued to the catheter and as a result, a catheter has fallen out of a patient leaving the cuff behind in the body. This happened twice. When checking the remaining stock of the same batch, the same problem was noticed. Three (3) of the unused, but defective catheters are available to be returned to the MFR. For evaluation. No further details were provided.